Event description:
Customer reports back to back testing on the same meter while using the active system with results of 140mg/dl and 70mg/dl. No quality control were run during the call. No adverse event reported. Customer declined to provide any additional info; a replacement was sent.